Manufacturer narrative:
The customer reported that a pt death occurred in utero during the recording of a fetal heart rate with a cardiograph and the alarm did not activate. The preliminary investigation has not yet confirmed that monitoring the mother instead of the baby was the cause of the alleged failure to alarm. Philips is in the process of obtaining add'l info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed. (B) (4).

Event description:
The customer reported that a pt death occurred in utero during the recording of a fetal heart rate with a cardiograph and the alarm did not activate.